Event description:
Procedure: urogynecological. According to the reporter: the pt alleged injury.

Manufacturer narrative:
(B)(4). Covidien is submitting this report on behalf of c.r. Bard.

Manufacturer narrative:
(B)(4).

Event description:
Reviewer¿s comments: interim records from (B)(6) 2007 are not available for review to know the health status of the patient revision surgery: on (B)(6) 2007 patient underwent revision of the uretex tape, resection of the extruded tape on the anterior vaginal wall, suture of the vaginal mucosa and cystoscopy for vaginal pain, extrusion to the vaginal mucosa at 1 cm from the urethral meatus and the protrusion is about 1 cm. Reviewer's comment: no further gynecological records are available for review after (B)(4) 2007 to know the condition of the patient